Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had died while one battery was 20-40% and second full battery. The ambulance had to turn around and get another iab pump from the facility and changed out on the patient while in ambulance.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.